Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0519515v, implanted: (B)(6) 2006, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported by the patient that ¿these things were not lasting four years and she was not told that when she had the original operation.¿ the patient wanted to know why they did not tell her that the battery would not even last four years. The implantable neurostimulator (ins) was eventually replaced. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2012-09149 as the patient had falls and a loss of effect with her replacement ins.